Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there was intra-operative bleeding from the pulmonary artery (pa) that had been sealed after ligation. The procedure was converted to open to control the bleeding. Intuitive surgical, inc. (Isi) followed up with surgeon and obtained the following information: the right pa was initially ligated with suture. The surgeon used a synchroseal instrument to seal and cut the previously ligated pa. According to the surgeon, the synchroseal instrument worked without any issues. After sealing the pa, the synchroseal instrument was removed and replaced with a maryland bipolar forceps (mbf) to dissect the lung. The surgeon believes that the mbf caused the ligation suture, previously placed on the pa, to come off due to a mechanical abrasive action between the mbf and the pa stump. This led to bleeding from the pa resulting in the procedure converting to an open thoracotomy. There were no tears or burns seen on the pa, no unexpected movement of an instrument or system arms, no anatomical factors or tissue conditions that caused interaction between the mbf instrument and the pa that led to the bleeding. Bleeding was stopped by applying pressure using lung parenchyma. The amount of blood loss was 1020 ml. The patient received a blood transfusion. The patient did not require any additional hospitalization or a stay in the ICU and was discharged on the 4th post-operative day (pod). The synchroseal instrument has been discarded. The site declined to return the mbf instrument as there was no allegation of a malfunction of the instrument. There are no videos/images available for review. Demographic information was asked but not provided.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported complication can be attributed to use error as the surgeon caused damage to the ligature thread during dissection of the lung leading to the ligature thread coming off. No instrument has been returned for evaluation. If additional information is received, a follow-up MDR will be submitted as of 25-feb-2022, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: the only message recorded during the procedure was ¿high initial starting impedance,¿ which may suggest the user was grabbing too much tissue with the synchroseal, tissue that was too desiccated or too thick. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: during a da vinci-assisted pulmonary lobectomy procedure, the mbf instrument caused the ligation suture, previously placed on the pa, to come off due to a mechanical abrasive action between the mbf instrument and the pa. This led to bleeding from the pa resulting in the procedure converting to an open thoracotomy. The patient lost 1020 ml of blood and received a blood transfusion. There was no unexpected movement of an instrument or system arms, no anatomical factors or tissue conditions that caused interaction between the mbf instrument and the pa that led to the bleeding.